Manufacturer narrative:
(B)(4). The results of this investigation concluded cusps 2 and 3 were fibrotically thickened and both contained a tear. Cusp 2 contained focal fibrous pannus ingrowth. There was no evidence of inflammation or significant calcifications and gram stains were negative for organisms. No evidence was found to suggest the cause of the fibrin, pannus, and cusp tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, the patient with aortic stenosis underwent aortic valve replacement and this 19 mm sjm trifecta valve was implanted. On (B)(6) 2015, the patient was admitted to the hospital complaining of fatigue. Echo confirmed aortic regurgitation (grade 3) and prosthetic valve dysfunction. On (B)(6) 2015, this trifecta valve was explanted and replaced with a 17 mm sjm regent mechanical heart valve. Upon explant, a portion of the cusps appeared to be torn along the stent post and pannus was observed at the tear. At the time of explant it is reported a stent post was held to facilitate the explant.